Manufacturer narrative:
The device was received and will be evaluated by manufacturer. The results will be reported when the evaluation is completed.

Event description:
Reportedly, there was a possible clot in line. Heperin was infused at 1cc/hr. Blood backup was found in line. No alarm was displayed. The line would not flush. There was no record of pt injury. This info was received by b. Braun quality on 10/01/2007.